Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a severe hypoglycemic event with loss of consciousness while in a store, with a documented blood glucose of 39 mg/dl following a preceding hyperglycemic level and lack of meal announcement; the user subsequently self-treated with oral glucose and continued daily activities, and the trainer temporarily increased the overnight glucose target and provided education on meal announcements and treating lows. Symptoms included unconsciousness attributable to hypoglycemia. Outcomes included no ems activation, no glucagon administration, no hospitalization, and recovery after oral carbohydrate intake. Investigation included internal clinical review of device-reported glucose data and user coaching. Investigation of this case revealed variable glycemia, missed meal announcements preceding the event, and user behavior that could contribute to postprandial dosing mismatch. It was concluded that hypoglycemia occurred with cause unclear and with contributing user-related factors, and that troubleshooting and education were completed with ongoing follow-up planned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.